Manufacturer narrative:
(B)(4) .additional information regarding surgical intervention was provided.

Event description:
A health care professional reported that the patient was hospitalized due to symptoms of overdose related to pump therapy. The pump was explanted on (B)(6) 2017.

Event description:
The patient reported that their pump was explanted in (B)(6) 2017. The reason for explant is unknown.